Event description:
It was reported that the remote monitor displayed a 7332 diagnostic code indicating the connection to look up the affiliated device in the remote monitoring network was unsuccessful or timed out. It was also reported that the remote monitor was unable to establish telemetry and no successful telemetry transmission could be observed on the leadless implantable pulse generator (ipg). The monitor was power cycled but the reader was not detecting the implant and the progress bar was not filling so the patient was referred to the clinic. The remote monitor and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.